Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, she was on the way to her granddaughters wresting match when her unit stop working. She described that she couldn't breathe so the school called the squad for her and then decided to take her to urgent care. She stated that urgent care called the ambulance where they transport her to the hospital because her 02 when down to 58%. She was admitted for 1 day where they gave her oxygen and breathing treatment. The patient has a history of copd and emphysema. She reported that she received a replacement unit 2 days after the event.